Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the mechanical thrombectomy procedure targeting an occlusion on the right m1 segment in the 70-year-old male patient with extremely tortuous vessels, the 5mm x 21 mm embotrap ii revascularization device (et007521 / 19d173av) could not be inserted into the headway® 21 microcatheter (microvention-terumo) despite insertion aid. As a result, the use of the embotrap was not possible. It was reported that the embotrap did not exit the introducer. In addition, it was reported that the embottrap did not pull back, visible sign through angio image due to movements of the vessels was likely the reason for the resistance / unusual friction. There was continuous and adequate flush maintained through the microcatheter. The microcatheter and the embotrap device and the sofia® flow plus aspiration catheter (microvention-terumo) were removed from the patient. There was no report of any damage on the embotrap device or the concomitant microcatheter when they were removed. No additional intervention was required. The procedure was completed with the use of a new access, aspiration catheter, a new microcatheter and stent retriever. There was no report of any patient injury or complication. The device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the initial examination of the returned embotrap device identified deformation of the distal cone and proximal struts (outer cage and inner channel) but there was no evidence of any strut fractures. The visual inspection also indicates that the return embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection under magnification i.e. Kinked struts on the distal cone of both outer cage and inner channel is indicative of excessive pushing of the device against resistance. The damage to the struts of the distal cone is indicative of a blockage or constriction of the inner lumen of the microcatheter or pre-deployment of the device in the microcatheter hub as the insertion tool may not have been fully seated. The return embotrap device was successfully passed through a 0.0195¿ tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the outer diameter (od). The damage to the return embotrap device is consistent with attempted delivery into a microcatheter against significant resistance. The most probable causes of the failure to advance through the microcatheter are either: a) a failure to seat the insertion tool fully into the microcatheter hub prior to advancing the device (a failure to maintain the insertion tool in a fully seated position whilst advancing the device). B) a constriction in the microcatheter hub/lumen, likely to be located at the interface of the microcatheter hub and shaft. Device insertion and delivery assessments were performed using the return embotrap device and a sample headway 21 microcatheter, however the returned device failed to advance from the insertion tool into the lumen of the headway 21 microcatheter due to the damage that was present on the proximal struts of the device. A new embotrap was then advanced with no noted resistance and successfully delivered through the entire length of the microcatheter. This was confirmed with the insertion tool fully seated in the microcatheter hub and also with gaps (i.e. Distance from the distal end of the insertion tool to the lumen at the proximal end of the microcatheter shaft) of up to 14mm. Advancement was unsuccessful at a gap greater than 14mm, i.e. Incorrectly seated. The complaint indicated that the returned device was unsuccessfully passed through the headway 21 microcatheter by the physician leading to failure to deliver the embotrap device. As the damage is consistent with attempted delivery through a constricted lumen the most probable root cause(s) therefore is either a localized temporary constriction in the proximal end of the microcatheter existed that prevented delivery of the return embotrap device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter) or the rotating hemostasis valve (rhv) seal was not fully tightened thereby allowing some movement of the insertion tool in the rhv during device delivery. Conclusion: the return embotrap device exhibits key characteristics which are consistent with advancement of the device against significant resistance. Although a visual examination of the microcatheter used during this complaint was not possible as the microcatheter was not returned for investigation, the most probable root cause(s) would be that either a localized, temporary constriction in the proximal end of the microcatheter existed that prevented delivery of the return embotrap device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter) or the rhv seal was not fully tightened thereby allowing some movement of the insertion tool in the rhv during device delivery. A review of the device history record (DHR) associated with this lot (19d173av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformance's related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. There is no indication that this complaint was as a result of a defect with the embotrap device. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the stretched condition observed on the returned coil was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Initial reporter phone: (B)(6). A review of the device history record (DHR) associated with this lot (19d173av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformance's related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the mechanical thrombectomy procedure targeting an occlusion on the right m1segment in the (B)(6) year-old male patient with extremely tortuous vessels, the 5mm x 21 mm embotrap ii revascularization device (et007521/(B)(4)) could not be inserted into the headway® 21 microcatheter (microvention-terumo) despite insertion aid. As a result, the use of the embotrap was not possible. It was reported that the embotrap did not exit the introducer. In addition, it was reported that the embottrap did not pull back, visible sign through angio image due to movements of the vessels was likely the reason for the resistance / unusual friction. There was continuous and adequate flush maintained through the microcatheter. The microcatheter and the embotrap device and the sofia® flow plus aspiration catheter (microvention-terumo) were removed from the patient. There was no report of any damage on the embotrap device or the concomitant microcatheter when they were removed. No additional intervention was required. The procedure was completed with the use of a new access, aspiration catheter, a new microcatheter and stent retriever. There was no report of any patient injury or complication.